Manufacturer narrative:
Extensive details are needed regarding every step performed; video tape preferred.

Event description:
The reporter indicated that they found the following during a follow-up. The responsible doctor who found this said that this phenomenon occurs in all devices that he has implanted (he has implanted between 30 and 40 units). The lead configuration is programmed bipolar in the atrium and ventricle. Further event description is on page 3 of this form.